Event description:
Information was received indicating that a smiths medical cadd-prizm® vip system pump failed flow rate by +7.7%. There were no adverse effects reported.

Manufacturer narrative:
One smiths medical cadd-prizm® vip system pump was returned for analysis in good condition. There was no indication of the complaint within the device history log. Three separate delivery accuracy tests were per formed; all of which were within the pump's delivery accuracy manufacturing specifications. No problems were found with the delivery accuracy of the pump. No problem found. Device operates within specification. Based on these investigation results, no corrective actions will be taken at this time.